Event description:
It was reported that a swan ganz catheter was unable to pace from the beginning of use. The issue was resolved by replacing the catheter. Information such as the background of malfunction occurrence, what kind of surgery or examination the catheter was used for, if the patient had cardiac conduction defect, and date of event is unknown. Patient demographic information was requested but unavailable. The device was discarded at the hospital due to infection. There were no patient complications reported.

Manufacturer narrative:
The device was not returned for evaluation. Device was discarded due to exposure to infection. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. Further evaluation regarding related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.